Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The night before the event date, the dexcom alerted for a low blood glucose level, no specific cgm reading was reported, and the parent gave the patient some juice to drink. No blood glucose reading was taken at that point. On the day of the event at 1:00pm, as the cgm reading remained low, the reporter took a fingerstick and the cgm value was 3.6 mmol/l, and the blood glucose reading was 22.3 ¿ 22.6 mmol/l. The parent treated with insulin at that moment but did not remember the dosage. The same day at 7:58pm, the patient experienced a seizure, fainted, fell on the ground, and hit his head. The cgm reading at that time was 3.8 mmol/l, but no blood glucose reading was reported. An ambulance was called by the parent and the patient was brought to the hospital where he received treatment with intravenous glucose. It was reported that at 10:30pm a fingerstick was taken and the blood glucose reading was 22.3 mmol/l, no cgm reading was reported from that time. An electroencephalogram (eeg) was done to determine if there was any brain injury, and it was confirmed that there was no remaining damage. The patient was discharged after 2 days and at the time of the final update with the parent, the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.